Event description:
During a procedure at (B)(6), the white tip of the uropass ureteral access sheath crumbled and fell into the patient. As the device was being removed from the patient, the rough edges of the device punctured the patient's ureter. The surgeon was able to completely remove all of the pieces from the patient.

Manufacturer narrative:
The device is being held by the facility's risk management department and has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. Our manufacturing plant who manufactured this device in (B)(6) has since been closed and the devices are now manufactured by an (B)(6) vendor. We have checked in-stock inventory for any remaining pieces of this lot and none remain in inventory.